Event description:
A customer reported that during the irrigation and aspiration portion of cataract surgery, the sys shut itself off. The sys was rebooted but the shutdown occurred again, intermittently. The surgeon concluded the surgery by switching to a manual technique. There was no harm to the pt reported.

Manufacturer narrative:
A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The company rep examined the sys and confirmed a front panel communication non-conformity and a red screen. It is unclear whether the reported event "intermittent shutdown" was replicated during on-site sys verification. The boards and connections were cleaned. The sys was then tested and met all product specs. No samples were returned for eval. The root cause could not be determined. (B)(4).